Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery tube. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported that they did not see any numbers on the insulin pump screen and sometimes the screen is blank. Customer also mentioned that they have been going through a lot of batteries. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.